Manufacturer narrative:
Our records indicate this device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent an right atrial (ra) ablation procedure. During the procedure, off electrocautery mode was engaged. The device inhibited pacing for greater than 2 seconds. It was noted the patient is pacer dependent. After a few beats, the rate returned to normal. Technical services (ts) discussed if there is too much current at the tip of the lead, the device may inhibit pacing to protect itself from external shock.